Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of twenty-nine sealed sutures. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, a medical review of the complaint file, and an evaluation of the returned samples. The initial microscopic and tactile inspection of the sealed samples by pmv noted no abnormalities. A tensile test was performed on the sealed products and the results exceeded the specifications for this product. The returned samples were found to meet quality release specifications after application in the clinical setting. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the products were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device broke twice during formation of the purse string during bowel anastomosis. The first suture had snapped during the purse string formation, before the stapler was used. The surgeon had to oversew the suture line after leak test revealed the second strand used had also broken in the tissue. The procedure time had been extended for an additional hour to oversew the staple line. There was no additional blood loss as a result of the suture breaking. The patient has recovered and is at home.

Manufacturer narrative:
(B)(4).